Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer was advised that he does not have to replace the entire gde (gas delivery engine) to resolved the issue. Customer was asked if he did checked the ribbon cable connections going to the air inlet pcb (printed circuit board). If connections are good, the pcb needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the avea ventilator had problem in which the air inlet psi (pounds per square inch) is not showing up on the monitor of the device. Furthermore, there was no information regarding patient involvement associated with the reported event.